Manufacturer narrative:
The agent reported revision surgery due to the patient had an infection and needed to have new implants. Male 72. Complaint has been evaluated and is similar to report number 11644408-2023-00171; 508-32-103, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to the patient had an infection and needed to have new implants.